Event description:
It was reported that a physician's handheld device was not responding when the stylus pen was used. The physician was able to operate the handheld device using the buttons at the bottom of the device. The physician performed "a rest" of the handheld and the device would respond to stylus pen on the interrogation and programming menus; however, the handheld would no longer go back to the main menu screen. The physician was sent a replacement handheld and attempts to have the old handheld device returned to the manufacturer for analysis have been unsuccessful to date.